Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "about a draw volume issue of tube. The complaint tube drew only one drop of blood."

Event description:
It was reported when using the bd vacutainer® edta 2k there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "about a draw volume issue of tube. The complaint tube drew only one drop of blood."

Manufacturer narrative:
H.6. Investigation: bdj received 500 unused samples and no photos were returned by the customer in support of this complaint. 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the customer samples and the retention samples did not exhibit the customer¿s failure mode of ¿underfill¿. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.